Event description:
It was reported that two pts sustained second degree burns to the upper lip after a lightsheer treatment. It was also reported the pts were prescribed keflex and doryx. It was further reported the pts were expected to fully recover with no permanent impairment.

Event description:
It was reported that two pts sustained second degree burns to the upper lip after a lightsheer treatment. It was also reported the pts were prescribed keflex and doryx. It was further reported the pts were expected to fully recover with no permanent impairment.

Manufacturer narrative:
Lumenis service evaluated the system and found the tip to be dirty in contradiction to product labeling. Device labeling is clear regarding importance of device cleanliness to ensure optimal device performance. This MDR is being filed due to dirty tip root cause in accordance with mandate from the district.

Manufacturer narrative:
Lumenis service evaluated the system and found the tip to be dirty in contradiction to product labeling. Device labeling is clear regarding importance of device cleanliness to ensure optimal device performance. The MDR is being filed due to dirty tip root cause in accordance with mandate form the district.